Event description:
It was reported the device was explanted due to infection shortly after implant. The patient status was noted as 'good'.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.